Manufacturer narrative:
Section h1: corrected to 'serious injury'. Death is reported under MFR # 2916596-2021-03363. Manufacturer's investigation conclusion: the reported no external power and power cable disconnect alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) was returned for analysis, log files were downloaded, and a log files were submitted for review. The submitted and downloaded periodic log files contained identical events spanning approximately 89 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The events were captured in 1-hour intervals from (B)(6) 2021 ¿ (B)(6) 2021. The events were captured in 1-day intervals from (B)(6) 2021 ¿ (B)(6) 2021. On (B)(6) 2021 at 16:38:26 until the end of the log at (B)(6) 2021 at 16:38:09 there were power cable disconnect alarms due to the white power cable being disconnected from power. There were no other notable alarms in the log file. Pump operation was not affected. The submitted and downloaded event log files contained overlapping events spanning approximately days 5 (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from when the system controller was not in use and events occurring on (B)(6) 2021 are from product testing at abbott. Throughout the entire log file, the white power cable was not connected to power, causing power cable disconnect alarms. On (B)(6) 2021 at 13:45:18 - 13:45:31 and 13:46:27 - 14:22:31 there were no external power alarms due to the white power cable being disconnected and the black power cable having atypical disconnects while connected to the mpu. The backup battery provided power during these events. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all steps of functional and preliminary testing. The system controller was able to operate on a mock loop without issue and did not produce any atypical alarms. The root cause of the reported events was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of death was unknown. No autopsy was performed. It was noted that the death was not considered to be device related and that the device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Manufacturer report number 2916596-2021-03363. Manufacturer report number 2916596-2021-03320. It was reported that the patient was found deceased at home on (B)(6) 2021 by his granddaughter. It was reported per police that the pump was alarming with power cable disconnect, connect power and low flow. The family reported speaking to him last on (B)(6) 2021. The cause of death was unknown at the time. The pump was still running when the police arrived. An autopsy was not performed at the time. Log file analysis captured initial low flows on (B)(6) 2021 at 6:31 pm where the flow dropped to 0 liters per minute at 7:01 pm followed by multiple strings of low flows for the remainder of the log. It also captured multiple strings of power cable disconnects where the white power lead was disconnected from the controller and the black power lead was connected to the mobile power unit on (B)(6) 2021 from 6:06 pm to (B)(6) 2021 at 1:45 pm. The controller was disconnected from external power on (B)(6) 2021 at 1:45 pm. The log file displayed power cable disconnect/low flow/no external power/driveline disconnect/pump off on (B)(6) 2021 at 2:22 pm. The backup did not display any recent data. The most recent data recorded was on (B)(6) 2021 where the controller was shutdown.